Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The display central processing unit, lithium battery, and compact flash card were replaced. No report of patient involvement.

Event description:
The hospital reported the unit indicated a system malfunction. There was no report of patient involvement.